Manufacturer narrative:
(B)(4). The pump was received with a blank display and constant tone due to moisture damage on the electronics assembly. The device was unable to perform all functional testing including the operating currents, unexpected restart alarm error, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm due to blank display. The pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The device was received with a cracked case at the display window corner, battery tube threads and reservoir tube lip. There were minor scratches to the lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed during manual prime. Customer's blood glucose was 367mg/dl at the time of incident. The product will be returned